Manufacturer narrative:
Findings: unit had cracked and bleeding lcd glass. Unit received with cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had fallen off the ladder. Customer's blood glucose level was 130 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.